Manufacturer narrative:
The patient provided contact information but did not respond to multiple attempts to obtain additional information including by telephone, email and certified letter. Therefore, the investigation was limited since neuronetics can not confirm who performed the tms treatment and if a neurostar device was actually used.

Event description:
Neuronetics received a patient reported medwatch (mw5111018) from FDA on 08/02/2022. The patient reported having the following side-effects after receiving five (5) tms treatments: headache, increased anxiety, dizziness, cognitive and memory impairment. The patient ceased treatment after the fifth session. The patient reported that her treating psychiatrist referred her to a neurologist. However, since the psychiatrist told her there are no tests that woud show brain damage or memory loss, she did not follow through with the neurologist.